Manufacturer narrative:
A review of the entire device history record showed no manufacturing or inspection anomalies. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. A 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. There were two potential root causes identified during the investigation; one that pertains to the attachment method and syringe barrel that is sourced by the customer and the other is if the luer was out of spec., sinks, or is damaged but there¿s insufficient information to determine whether this factor were the true root cause. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for the luer. The lot met the acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a corrective/preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that her staff noticed the needles are flimsy and difficult to screw onto the syringe.